Event description:
Rotablator case initially used mamba catheter to attempt to cross lesion and was unsuccessful. Used corsair xs to cross the took rotablator wire down lad to rotablate vessel. When trying to exchange the wire over the corsair xs after rotablating the wire got stuck at the tip of the catheter. At which point physician pulled both catheter and wire out together. Examination of the tip of the catheter showed damage with tip separation.